Manufacturer narrative:
(B)(4).

Event description:
Quarterly summary report for alleged malfunction alarms 1,2,6,8,10,11,15,17,18,19: it was reported that a malfunction alarm occurred. The issue was resolved by resetting the pump or reverting to an alternate method of insulin therapy. There was no adverse impact to the user.